Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: lipid line paused during medication infusion that was not compatible. When restarting the lipid line, it was clotted off and would not infuse. When we manually tried to prime the line , it was not moving.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the filter is occluding could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: lipid line paused during medication infusion that was not compatible. When restarting the lipid line, it was clotted off and would not infuse. When we manually tried to prime the line , it was not moving.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown